Event description:
A copy of a journal article was received by shiley which indicated that a pt was invited back again to participate in mr imaging of the brain. The pt's medical history reported that they "suffered a complete fracture of the outlet strut" of her bjork-shiley convexo-concave heart valve and had to have an emergency valve replacement.